Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device exhibited leakage from insufflator. There were no reports of patient harm.

Manufacturer narrative:
Fields updated: h2, h3, h4, h5, h6, h11. The device was returned to olympus for inspection. Upon receipt and inspection of the returned device, a failure of the primary pressure reducer and a connector were newly discovered. A root cause could not be identified. Based on the results of the investigation, it is likely the failure of the pressure reducer and connector led to the customer's initially reported phenomena. The root cause of the newly discovered phenomena of failure of the pressure reducer and connector could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device exhibited leakage from insufflator. There were no reports of patient harm.